Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from sales staff of olympus (B)(6) (okr) that a tissue pad was separated from the upper-jaw on the tip during the lobectomy procedure. The intended procedure was completed with another device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus¿s local distributor, but not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. According to the provided photo, it was confirmed that the tissue pad had fallen off. The manufacturing record was reviewed and found no irregularities. It is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The distal end of the tissue pad was peeled away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). The peeled tissue pad fell off due to some load. The above device handling has warned in the instruction manual.